Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 523 mg/dl. The customer treated with manual injections. The customer stated that there are air bubbles in the tubing connector. The customer stated that the approximate sizes of the air bubbles are pin head and small. The customer was advised that rewinding with a reservoir in place with create air bubbles. The customer stated that she went outside for natural light and used a magnifier and does not see any bubbles during manual prime. The customer was advised to change out the infusion set.